Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information can be obtained.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information can be obtained.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual examination. Ipg passed all cis testing. Device exhibits normal device characteristics. Sc-8216-70 (sn (B)(4)) visual inspection revealed lead was cut approximately 6 inches from the proximal ends and could not be tested. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.